Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The reporter stated that after the pump had been dropped, the pump was not able to power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/12/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings:during testing, the pump powered on with no display; however the pump did emit audible and vibratory tones. The battery cap and compartment were undamaged, and the battery cap was able to fully tighten on to the pump. Unrelated to the complaint, the display screen was cracked. A test screen was installed and displayed properly.. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.